Event description:
An epidural was inserted during labor but the patient did not receive any pain control. The epidural was topped off without any change in pain level. The anesthesiologist removed the epidural, in order to reinsert another, and noted that 1cm of the tip of the catheter was missing. The fenestrations at the tip of the catheter make the area weaker, leading to the catheter tip being ripped apart. The patient is positioned bent over for insertion and the bony or spiny prominence could have pinched the catheter when the patient sat up.